Manufacturer narrative:
Sample receiveing by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: complaint alleges: "the stapler jammed during use. The event caused no harm to the pt."